Manufacturer narrative:
The drill bit subject to this complaint was not returned for evaluation. Lot no details were not provided. It was not possible to determine the definitive root cause for the alleged malfunction.

Event description:
It was reported that the drill stuck in position during a surgical procedure. It was further reported that the procedure was successfully completed using a second drill. No adverse consequences were reported.